Event description:
It was reported to st jude medical that the pt expired during vf. When the physician saw pt, pt was still in vf. External defibrillation converted vf but attempts to restart the heart were unsuccessful. Stored electrograms indicated the ICD exhausted all possible therapies for these episodes, but it was unable to convert the arrhythmia. The lead was not believed to be a contributing factor to this event. However, analysis revealed coil damage. It is believed that the damage seen on the concomitant ICD was caused by the lead failure.